Event description:
On (B)(6) 2012, the distributor contacted animas and reported the customer was having issue with keypad responsiveness. There is no reported adverse event with this complaint. This complaint is being reported as the alleged keypad issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses from the contrast button. Keypad is intact. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the display was dim/fading. When replaced with a test screen, the display returned to normal.